Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy.